Event description:
It was reported that during surgery instrument cracked during impaction. Smith and nephew back-up used to complete the case. No harm to patient or staff. Nothing fell into patient. No delay reported.